Manufacturer narrative:
Recommended to be taken out of service.

Event description:
It was reported that a patient was injured while being transported in an ambulance that was involved in a vehicle collision. However, it was identified that the cot remained in the fastening system. There was patient and user involvement. The injuries of the patient and users were a result of the vehicle collision and not the medical equipment.